Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was in the hospital since (B)(6) 2015 for an issue unrelated to the pump. While at the hospital, the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Due to the delay of insulin delivery, the customer's blood glucose level was 489 mg/dl with ketones (4.1). The customer was admitted to the intensive care unit and was treated with insulin drip.